Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose level. The drive support cap was normal. The blood glucose was 600 mg/dl and was treated with syringe. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.